Event description:
Hospital advised that at 1500 hours glucose and insulin were set up to infuse at the inlet port. Actrapid was connected to a 3 way stop cock and the infusion started. The pt's blood sugar was checked and the pump was checked. Pump was set at 0.5ml/hr and indicated the correct volume had been infused. At 20:20 hrs bloodsurgar was noted to be increasing. The rate was increased to 1.0 ml/hr. At 22:30 the pump alarmed "occlusion. The pump was turned off and on. It alarmed occulsion again at 00:00 hrs and at 1:30. The tubing was checked and it was noted the 3-way stop cock was closed. Hospital advised it took too long for the pump to alarm.